Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified the device had premature battery depletion, and was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) indicated elective replacement (eri) with normal battery depletion, however it was also indicated it was "defective product." The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.